Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderate calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention procedure. Reportedly, only one suture could be found when withdrawing the device until the guide wire port exited the skin line. An additional proglide was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿only one suture could be found when withdrawing the device¿ was confirmed as a needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.